Event description:
It was reported that the surgeon attempted to insert a cc4204a collamer single piece lens and the lens tore in the injection system, as it was advancing towards the eye. There was patient contact but the lens was not inserted. No patient injury.

Manufacturer narrative:
(B)(4). A work order search was performed, and there were no similar complaints found. Based on the complaint history and work order search, an specific root cause of the event could not be determined. (B)(4).